Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed an area on stored electrograms (egm) that did not have marker channels. It was noted that the egm occurred during a procedure in the cath lab. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the missing marker channels were caused by a break in telemetry during a cardiac cath.